Event description:
It was further reported that the patient had not seen their doctor since 2014-(B)(6). Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that, since about 3 months ago, the patient would have to push on his lead wire to get stimulation started. For the last month and a half, it didn't work for him. It would come on by itself. Yesterday, it turned itself on for about 2 minutes and then off again. Patient's limbs were "totally pins and needles," it was even hard for him to make a fist. It was stated that patient's doctor thought lead wire moved, that it came off the anchor. There were no incidents that might have caused lead issue; having appendix surgery 2 months ago was reported. It was later reported that the patient woke up paralyzed and almost had to crawl. He couldn't hold a cup in the morning and was totally numb 24 hours a day. The patient dropped things all the time. It was further reported that the cause of the event was unknown and was possibly due to "electrode failing." X-ray assessment and reprogramming were pending. The spinal cord stimulator (scs) was not turning on. Patient outcome was not provided. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3550-39, lot# n341808, implanted: 2012 (B)(6); product type accessory product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, lot# n341808, implanted: 2012 (B)(6); product type accessory. (B)(4) .

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances were measured on lead 8-15 during the initial test. It was noted that 14/15 were over 10k. It was stated that after palpation of the battery and retest, 13-15 were still out of range. It was reported that the patient would be getting an x-ray and would meet with the healthcare professional to discuss. It was stated that the issue was not resolved at the time of this report and the cause of the issue had not been determined. It was reported that there were changes in amplitude at the lead extension connection location. It was reported that the patient was alive with no injury. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent. The above information was already reported under manufacturer regulatory report # 3007566237-2014-01237 but it applies to this event. All further information pertaining to that report # will now be reported under this report #.